Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
It was reported that the unit shut down while in use. It was also reported that the wall outlet was not working. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that a low internal battery alarm for 45 minutes in the unit's device logs. The customer declined repair from the manufacturer's field service engineer. The customer confirmed the wall outlet was not working.

Manufacturer narrative:
G4: 09jun2020, b4: 24nov2020 . The customers biomed reported that the wall outlet was not working. The (bme) confirmed that the unit shutdown. The customer was provided with a quote prior to an onsite evaluation by the field service engineer (fse) but was rejected. The device functioned appropriately. The reported issue was caused by a facility problem. There were no repairs made by the fse. The unit shut down because the power outlet did not supply power. The battery depleted while unit was in use and patient had to be transferred to another ventilator. The respiratory therapist swapped the ventilator out; there was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11: g5: k102985. The wall outlet did not supply power; root cause has determined to be a facility issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.